Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a pancreatic pseudocyst during a transurethral resection and drainage of pancreatic pseudocyst procedure performed on (B)(6) 2025. During the procedure, the hot axios stent could not be deployed completely, and the tip was detached. The stent was removed partially deployed and the procedure was completed using another axios stent. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component. Imdrf device code a150201 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a pancreatic pseudocyst during a transurethral resection and drainage of pancreatic pseudocyst procedure performed on (B)(6) 2025. During the procedure, the hot axios stent could not be deployed completely, and the tip was detached. The stent was removed partially deployed and the procedure was completed using another axios stent. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable. ***additional information received on march 3, 2025*** it was reported that the stent was to be implanted in the stomach.

Manufacturer narrative:
Block b5 was updated based on the additional information received on march 3, 2025. Block d4 (model number and catalog number) have been corrected. Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component. Imdrf device code (B)(6) captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent fully expanded and deployed, tip was detached, and the inner sheath was kinked. Media inspection was performed, and it was observed that the tip was detached. No other problems were noted with the stent and delivery system. The reported event of tip detachment of device or device component was confirmed, and the reported event of stent partially deployed was not confirmed. The reported event of stent partially deployed is known and documented in the labeling. Taking all available information into consideration, the investigation concluded that the reported event and observed damages were likely due to factors encountered during the procedure such as handling of the device, the technique used by the physician limited the performance of the device and contributed to the reported event and observed problems. Therefore, the most probable cause of the reported event is adverse event related to procedure. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent partially deployed is noted within the IFU as possible adverse event associated with the use of the device.